Event description:
The account reported that the cryo probe was involved in a pt incident. The pt was intubated in the intensive care unit (ICU) with a piece of meat in the lung. Therefore, a bronchoscopy with the cryo probe was employed in an attempt to retrieve the substances from the pt's lung. Upon removing the scope and probe from the pt, the probe's tip was found to be missing. Some of the meat remained in the lung. A visual and fluoroscopy check of the pt's lung didn't reveal that the tip was/is in the lung. Nevertheless, the pt remained in the ICU.

Manufacturer narrative:
The cryo probe was returned and thoroughly inspected/tested. As reported, the probe's tip (including its sleeve) was missing from its distal end. No determination could be made as to how the probe's tip separated from its tubing. However, the cryo probe was very old (B)(6) and its age most likely was/is a factor in the event. Nevertheless, the accessory is being returned to the MFR (erbe (B)(4)) for further eval work. Any other determination made by the MFR in regards to the incident will be provided to the account and in a supplemental MDR. To further address the issue, additional in-service work will be offered to the account. No trends were identified with the reported incidents. Erbe (B)(4) is now closing the file on this event.